Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini enhanced meter read inaccurately high compared to another device (hospital meter). The complaint was classified based on the customer service representative (csr) documentation, and on additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2018. The patient reported that the alleged meter inaccuracy occurred on the morning of (B)(6) 2018. The patient reported obtaining blood glucose readings of ¿7.9 mmol/l¿ with the subject meter and ¿4.9 mmol/l¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During the follow-up call, the patient stated that he does not take any medication for diabetes and confirmed he has not been diagnosed with diabetes. The patient informed the csr that he has the condition known as dumping syndrome after part of his stomach was removed following cancer-related surgery. The patient claimed that prior to the start of the alleged issue, on an unspecified date in (B)(6) 2018, he ¿passed out¿ whilst driving and was involved in a car accident. The patient reportedly woke up in hospital. During the follow-up call, the patient claimed he associated his passing out with a low blood glucose excursion. The patient claimed he was treated in hospital with glucose injections and was discharged within 1 day. The patient claimed his blood glucose was measured on the hospital device however was unable to recall the result obtained. During the follow-up call, the patient claimed he performed a blood glucose test with the subject meter prior to operating the vehicle and the result had been within his normal range of between ¿4.0 and 8.0 mmol/l¿.during the follow-up call, the patient claimed the inaccurate high result obtained with the subject meter was unrelated to his passing out. The patient also indicated that he has since been re-hospitalized for pneumonia, which started 2 weeks prior to the follow-up call and that he been recently diagnosed with blood clots. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted that the patient was following the incorrect testing process by not washing his hands prior to obtaining a blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although it was not reported if the patient was symptomatic prior to operating the car or if the blood glucose reading taken prior to operating the car was a pre or post-meal reading, the subject meter could not be ruled out as a cause or contributor to the event.